Manufacturer narrative:
Siemens healthineers has confirmed the occurrence of discrepant low ph and measured total carbon dioxide (mtco2) results in arterial, venous, and capillary patient samples. A field action was initiated for the affected test cards. A proximate root cause has been linked to manufacturing limited to one batch of raw material used in these affected lots.

Event description:
The customer reported discrepant low ph results when compared to the expected ph values for the patients. No repeat testing was performed. There is no report of injury due to this event.